Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-01238 for the other associated device information. It was reported to boston scientific corporation that an optiflex basket was used to capture stone in the kidney. According to the complainant during the procedure, after the optiflex basket captured a stone, it did not fully opened but was able to release the stone. Another optiflex basket was opened and used, but the same problem happened. The procedure was completed with a zero tip basket. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted.